Manufacturer narrative:
Additional information: g3, h3, h6 -complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse of the device, including exposure to excessive mechanical forces, misaligned insertion, side loading during use and/or allowing the rotating portion to touch any metallic object during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-feb-2026, it was reported by a sales representative via (B)(4) that an ar-8550bc bonecutter was producing metal fragments. This was discovered during a distal clavicle excision procedure. Additional information has been requested.